Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 29-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported a silver soaker catheter broke off. It appeared the catheter got snagged and pulled out, but the black tip was not visible. The medical doctor requested an x-ray to verify if the tip was still in the patient. Additional information received 3-jul-2025 noting the medical team had an x-ray performed but could not validate if the catheter tip was visible, so the medical team was going to order an magnetic resonance imaging (MRI). Additional information received 08-jul-2025 noting an MRI was not performed, no further action was taken. The patient is doing well, and no further action will be taken at this time. There was no reported injury.